Event description:
Reporter alleged obtaining a blood glucose device comparison to a lab reading which, resulted in a greater than fifteen point difference in a value which was less than 100 mg/dl. Reporter stated the device result was 79 mg/dl and three minutes later a lab result was 40 mg/dl. Reporter indicated the doctor made him eat graham crackers and drink orange juice before retesting him and releasing him. Reporter stated the doctor's device retest result was 48 mg/dl performed the same time as the 79 mg/dl reading and twenty minutes later the doctor's glucose device result was 77 mg/dl. Reporter stated already returning the device incident, therefore being unable to recall the device memory. Reporter also indicated returning the test strips and therefore unable to verify the control ranges at the time of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.